Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. The customer inspected the device. The customer removed the graphic user interface (gui), reseated it, and the issue was addressed.

Event description:
It was reported that the ventilator display had a white background and was not functioning. There was no patient involvement. The event date was not specified; estimate used.